Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on (B)(6) 2017. Patient had flap lift for enhancement in left eye on (B)(6) 2017 and presented on (B)(6) 2018 with loss of best corrected visual acuity in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of poor vision. Patient reported symptoms are interfering with daily activities and patient were given glasses. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.50 x -2.00 x 18, left eye pre-op 20/20 -.50 x -2.00 x 154. Bcva from (B)(6) 2018: right eye post-op 20/25 .00 x -1.75 x 43. Bcva from (B)(6) 2018: right eye post-op 20/25, left eye post-op 20/80. During follow up with the account it was reported that patient was seen on (B)(6) 2018 and vision has not improved much. A 20/60 bcva both eyes; 20/80 bcva left eye. This report is for the intralase laser. A separate report is being submitted for the visx laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. (B)(4). It was reported on (B)(6) that patient presented with edema formed leaving left eye with 2 epithelial islands ''stops''. Patient complained of poor vision and that had lost job due to missing days as a result of the poor vision. Also reported that still can't see and that the lift for enhancement that was done in (B)(6) 2017 for the epithelium left a lot of pain. 20/60 best corrected visual acuity (bcva) right eye, 20/80 bcva left eye. Bcva from (b)(64) 2018, right eye post-op 20/30 -.25 x -.50 x 50, left eye post-op 20/30 .50 x -2.25 x 170. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.